Event description:
It was reported that the attachment device began overheating during inspection. Reportedly, the device was not used in surgery and there was no patient involvement. There was no injury or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The attachment device was received; however, the device has not yet been evaluated. Upon evaluation, a supplemental medwatch report will be sent. (B)(4).

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).